Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
When connected to known good system the tool interface unit (tiu) powered up with the red failure light on. The function appeared to be normal returning green status for all ports. After a few minutes the tiu began to cycle the power, each time with the failure light on. The internal led's displayed fault codes 4f and 5f indicating microcontroller voltage too high or low as well as line voltage to tools too high or low.

Event description:
A medtronic representative reported that the tool interface unit (tiu) of the system was exhibiting intermittent communication problems. No patient was reported to be present during this reported issue.